Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. No additional investigational inputs or event information was provided. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/23/2015 and 01/13/2016 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, squeaking, and increased metal ions (confirmed by labs). Part/lot is being updated for the stem. The complaint was updated on: 01/15/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 1/14/16, 1/22/16, 1/25/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: jan 29, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. Medical records were received and reviewed. From a medical perspective it is not possible to determine if the complaint is product related. Progressive x-rays, were review with nothing indicative of a device nonconformance found. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup. Update rec'd 06/13/2014 - legal claim and medical records received. After review of the revision operative note it indicated minimal metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 07/09/2014. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. Medical records were received and reviewed. From a medical perspective it is not possible to determine if the complaint is product related. IFU's state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixation. IFU's note that excessive physical activity or trauma to the replaced joint may contribute to premature failure of the hip replacement by causing a change in position, fracture and/or wear of the implants. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges pain, discomfort, emotional distress, disability and disfigurement. Doi: (B)(6) 2008; dor: (B)(6) 2014; left hip.